Event description:
It was reported that the customer has been experiencing issues with multiple infusion sets falling off or getting ripped off her skin. Customer had high blood glucose levels due to this issue.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.